Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that a ventilator display froze. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The reported condition was confirmed. To address the issue, the single board computer (sbc) printed circuit board assembly (pcba) was replaced. The ventilator has passed pvt, est, and sst and is ready for use.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.